Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report now summarizes 4 malfunction events(s), instead of 5.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 5 malfunction events(s), where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: sensor / electrical/electronic component problem identified. 3 devices: cable; mechanical/structural / deformation problem. 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.